Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s battery was sticking out and was getting caught when they would sit in the chairs at church and was uncomfortable when they laid flat on their back. It is unknown if any external factors led/contributed to the issue but the patient denies any falls. It was reported that the patient was assessed by their doctor and they stated that a pocket revision would need to be done. It was reported that the healthcare provider¿s office and the patient would be coordinating an appointment with an outpatient surgery center. It was reported that no surgical intervention has occurred yet, but surgical intervention for a pocket revision is planned just not yet scheduled. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.